Event description:
The customer stated that after performing correlation studies between the axsym digoxin ii and digoxin iii assays, the digoxin iii results are much higher then the digoxin ii results on pt samples. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.